Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (bg) levels of up to 719 (mg/dl) and diabetic ketoacidosis on (B)(6) 2016. Customer administered a correction bolus with the pump to treat bg levels prior to hospitalization; however, bg levels remained elevated. While in the hospital, customer was treated with intravenous insulin and then placed back on pump therapy; however, customer's bg levels elevated again and customer's treatment was reverted back to intravenous insulin. Customer was released from the hospital on (B)(6) 2016. Reportedly, contact stated that the customer's kidney function was affected by this issue and determined to be worse, however, no specific details were provided.